Manufacturer narrative:
Exemption number e2019001. The reported issue was not confirmed via returned device analysis as the steerable sleeve functioned as intended with no sleeve steering issues. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported sleeve steering issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was advanced into the left atrium. While trying to steer down with the m-knob, the cds went towards the roof of the atrium, not down to the valve. The device was removed and a new cds was used. A total of one clip was implanted, reducing mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.